Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, a crack in the battery compartment was observed. The battery cap threads were observed to be stripped and the cap was not able to secure properly to the pump. A test cap was able to secure for testing. Evaluation also revealed that the display was dim with discolored text. Unrelated to these issues, evaluation showed that the keypad was peeling off the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. The battery cap threads were observed to be stripped and the cap was unable to secure properly to the pump. Evaluation also revealed that the display was dim with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.